Event description:
It was reported that the pt experienced an infection of the humerus. Pt had a rotator cuff repair done on his left side. Date of surgery was reported as 2006. About one month after surgery, he felt something scratching him at the incision site, catching on his clothes. He went to see the surgeon who pulled out a piece of suture from his skin and pus began to drain. Follow-up with the surgeon's office confirmed info that the pt was readmitted the following month, for aspiration of an abscess. The pt was reported as being a homeless person with poor hygiene and high risk for developing a post-op infection. Lot number was requested from the surgical facility, but the chart is in storage off-site. Surgeon's office will attempt to obtain lot number. At the time of this report, lot number remains unk. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported for this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not explanted, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Lot number was requested but unk/unavailable, therefore device history record and complaints history reviews could not be conducted. Based on the info provided, the most likely cause of this event was poor post-op hygiene which led to the post-op infection and subsequent abscess. If add'l relevant info is obtained, a follow-up report will be submitted.